Event description:
It was reported that the system would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pc was evaluated and replaced, and calibration disks were loaded. The system was tested and found to be working as intended and returned to service.